Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg pocket site had migrated from the flank to the abdomen. The patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of ipg migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing.